Event description:
During a casual conversation with a surgeon, the surgeon mentioned that he has had four instances where the titanium screw heads snapped off while inserting the screws into the patient. The surgeon does not normally have a problem with these screws but thinks after these titanium screws have been through the sterilized washer a few times that may have some impact on them breaking. The hospital owns the set, the surgeon normally uses a modular hand set. No information was given as to the part numbers or any patient information. No further information is available. This is 2 of 4 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.